Event description:
It was reported line fracture but unsure as yet if this is external or internal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported line fracture but unsure as yet if this is external or internal. No other information was provided. Additional information received 07/09/2024: it was reported, position of fracture - 2 fractures at approximately mark 14 on catheter. Securing device - secureacath. No harm to patient

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and four splits were observed in the catheter shaft. Two circumferentially aligned splits and two longitudinally aligned splits were observed near the 13cm and 14cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was a 4fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and four splits were observed in the catheter shaft. Two circumferentially aligned splits and two longitudinally aligned splits were observed near the 13cm and 14cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together this complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported line fracture but unsure as yet if this is external or internal. No other information was provided. Additional information received (B)(6) 2024: it was reported, position of fracture - 2 fractures at approximately mark 14 on catheter. Securing device - secureacath. No harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported line fracture but unsure as yet if this is external or internal. No other information was provided. Additional information received 07/09/2024: it was reported, position of fracture - 2 fractures at approx mark 14 on catheter. Securing device - secureacath. No harm to patient.